Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare professional and manufacturer's representative via mobile product experience report (mpxr ) regarding a female patient who was receiving "20 mg" dilaudid (hydromorphone) at "4.5mg" via an implantable infusion pump for spinal pain. No concomitant medication information was available. During a procedure to relocate the pump from the "backside" to the abdomen for patient comfort, the pump connector failed to release and the catheter kinked. No issues had been noted prior to the revision procedure and it was unknown what factors may have led to the issue. A catheter revision was required (partial explant/replacement of the proximal section) which reportedly resolved the issue. The patient was alive with no injury at the time of this report. The product was in the possession of a manufacturer's representative and would be returned but had not been at the time of this report. If additional information is received, a follow up report will be sent.